Manufacturer narrative:
To date, no additional information has been provided regarding the details of the incident and the alleged injury. The serial number of the alleged cot has also not been provided or made available for evaluation. Review of the IFU for the alleged product provides clear instructions on how to operate the cot and how many operators are necessary to maintain control of the cot while transporting a patient.

Event description:
It was reported on or about (B)(6) 2017 while transporting a patient on the cot and attempting to load the cot into the ambulance, the power feature and manual release feature allegedly failed to operate and the cot tipped. The patient is alleging injury as a result of the incident. The incident was not reported nor was the cot made available for evaluation at the time of the event. No additional details of the incident have been made available to date.

Event description:
It was reported on or about march 7 2017 while transporting a patient on the cot and attempting to load the cot into the ambulance, the power feature and manual release feature allegedly failed to operate and the cot tipped. The patient is alleging injury as a result of the incident. The incident was not reported nor was the cot made available for evaluation at the time of the event. No additional details of the incident have been made available to date.